Manufacturer narrative:
Unable to confirm device serial number. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the patient monitor does not trigger the alarm. The customer confirmed that the device was connected to a patient when this event happened. There was no report of an adverse event involving user or patient.